Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. Opacification of the iol occurred in an unspecified amount of time following iol implantation. The patient is believed to have undergone combined phaco and vr surgery. As a result of the development of opacification, the lens was explanted. The date of explantation is not known by rayner. Rayner are liasing with the healthcare facility to obtain additional information to facilaite further investigation of this event. To date, no further information has been received. The explanted iol was retained by the healthcare facility and returned to rayner. The lens has been sent to a third party independent laboratory for analysis. The results of the device analysis will be provided in a follow-up or final report. The following have been identified as possible causes of opacification in published literature: off label use of intracameral alteplase (actilyse) (rtpa) 1, multifactorial 6, repeated exposure to intracameral air 4, raised intraocular pressure 4, complicated, traumatised eyes 2, as a result of direct contact betwen the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of the exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures 3, trauma of repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions 5. References: (B)(4). A dhital et al. Calcification in hydrophilic intraocular lenses associated with injection of intraocular gas. American journal of ophthalmology: 2012; jun;153(6):1154-60. L werner et al localised opacification of hydrophilic acrylic intraocular lenses after procedures using intracameral injection of air or gas: 2014: vol 41, issue 1, p199-207. P. Morgan-warren et al. Opacification of hydrophilic intraocular lenses after descemet stripping automated endothelial keratoplasty. Clinical ophthalmology. 2015:9 277-283. De dock r et al. Calcification of rayner hydrophilic acrylic intra-ocular lenses after decemet's stripping automated endothelial keratoplasty. Eye (lond). 2014; 28 (11):1383-1384. Walker nj et al. Calcification of hydrophilic acrylic intraocular lenses in combined phacovitrectomy surgery. J refract surg 2010; 36:1427-1431.

Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred following implantation of an unspecified rayner iol. The event description provided states that the iol opacified after vitreo-retinal surgery.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. Opacification of the iol occurred in an unspecified amount of time following iol implantation. The patient is believed to have undergone combined phaco and vr surgery. As a result of the development of opacification, the lens was explanted. The date of explantation is not known by rayner. Throughout the course of the investigation rayner has liased with the healthcare facility to obtain additional information to facilitate further investigation of this event. No information, other than the initial event description, has been received. The lens was sent to a third party independent laboratory for analysis. The device analysis concludes "sem and edx spectroscopy revealed crystalline deposits made of capo4 on and below one surface of the iol. No information was received about the lens manufacturing history, the patient's medical history and the timing of the patient's cataract and other surgeries. There is insufficient detail in this case to say how this iol opacification appeared". The following have been identified as possible causes of opacification in published literature: off label use of intracameral alteplase (actilyse) (rtpa) 1, multifactorial 6, repeated exposure to intracameral air 4, raised intraocular pressure 4, complicated, traumatised eyes 2, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of the exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures 3, trauma of repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions 5. References: (B)(4). A dhital et al. Calcification in hydrophilic intraocular lenses associated with injection of intraocular gas. American journal of ophthalmology: 2012; jun;153(6):1154-60. L werner et al localised opacification of hydrophilic acrylic intraocular lenses after procedures using intracameral injection of air or gas: 2014: vol 41, issue 1, p199-207. P. Morgan-warren et al. Opacification of hydrophilic intraocular lenses after descemet stripping automated endothelial keratoplasty. Clinical ophthalmology. 2015:9 277-283. De dock r et al. Calcification of rayner hydrophilic acrylic intra-ocular lenses after descemet's stripping automated endothelial keratoplasty. Eye (lond). 2014; 28 (11):1383-1384. Walker nj et al. Calcification of hydrophilic acrylic intraocular lenses in combined phacovitrectomy surgery. J refract surg 2010; 36:1427-1431.

Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred following implantation of an unspecified rayner iol. The event description provided states that the iol opacified after vitreo-retinal surgery.